Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
**Update recvd 8/21/2016- sales rep reported that the patient had pain and swelling.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address a broken bolt.

Manufacturer narrative:
The device associated with this report was not returned. Patient x-rays were provided and confirmed the femoral adapter bolt is broken. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. A complaint database search finds no additional reports against the reported product and lot combination. Review of the device history records did not reveal any manufacturing deviations or anomalies. The investigation could not identify any product contribution to the reported event with the information provided. No evidence was found indicated product error was a contributing factor to the device fracture and the need for corrective action is not indicated. Monitor complaints of broken bolts through sep-419 depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.